Event description:
Letter from hospital states the tip of the device was found broken inside the pt's joint space. The pt had undergone acl reconstruction on oct-2004. Although attempts were made to obtain details, it is still unknown if a revision surgery was required or if the broken tip was removed from the pt.